Manufacturer narrative:
Device evaluated by MFR: promus elite ous mr 20 x 2.75mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the distal end of the stent. Struts were found to be bunched. The undamaged crimped stent outer diameter was measured an was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 30sep2021. It was reported that crossing difficulties were encountered. Percutaneous transluminal coronary angioplasty was performed. The 80% stenosed target lesion was located in the tortuous and fibro-calcifi right coronary artery. A 20 x 2.75 promus elite mr drug-eluting stent was advanced, however, during the procedure failed to cross the pre-dilated lesion. The procedure was completed with a different device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent damage.